Event description:
It was reported that there was an increase in the downstream occlusion alarms in that clinic. There has been no change to work flow and customer is asking for a reason for this occurrence. Advised that the cassette be removed, tubing massaged on the top of cassette and reattached as there is no issue with the port and no obvious occlusions present. There was no patient injury reported.

Manufacturer narrative:
Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history review (DHR) review is not required. Service history review identified this device has not been in for service previously. Based on complaint, it appears that the issues with downstream occlusion (dso) alarms may be a user error or a disposable issue. Unless device is received, there is no further investigation possible to determine root cause.